Event description:
It was reported that during inspection of an arctic sun device, an abnormal noise was heard from the mixing pump when it was operated after parts were replaced, so it was determined to be a manufacturing defect. Per follow up information received via email on 10jul2024, the device was sent in for a bd-approved facility for evaluation. The issue was resolved by exchanging new pump. The defective pump would be sent to us.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was found that was not a bd complaint. Therefore, a retraction is being submitted.

Event description:
It was reported that during inspection of an arctic sun device, an abnormal noise was heard from the mixing pump when it was operated after parts were replaced, so it was determined to be a manufacturing defect. Per follow up information received via email on 10jul2024, the device was sent in for a bd-approved facility for evaluation. The issue was resolved by exchanging new pump. The defective pump would be sent to us.